Event description:
It was reported: "the junction was leaking between luer-hub(brown) and extension line after used 27 days." No patient harm was reported. The device was replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported: "the junction was leaking between luer-hub(brown) and extension line after used 27 days." No patient harm was reported. The device was replaced.

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc and the product lidstock for evaluation. Signs of use were observed on the catheter body and inside the extension lines. The distal extension line was returned with a plastic covering over it. The plastic covering was attempted to be removed to perform visual inspection on the extension line. The portion of the luer hub that was still secured on the extension line separated while removing the plastic covering. This indicates a hole was present in the extension line at the time of visual inspection. Remains of the extension line molding were observed inside the separated luer hub. The catheter body total length measured 219mm, which is within the specifications of 207-227mm per product drawing. The distal extension line outer diameter measured 2.21mm, which is within the specifications of 2.13-2.21mm per product drawing. The distal extension line inner di ameter measured 1.4732mm, which is within the specifications of 1.42-1.50mm per product drawing. This indicates that the wall thickness measured within specifications. Functional inspection of the distal extension line could not be performed due to the damage. The proximal and medial extension lines were flushed using a lab inventory 10ml syringe. Both extension lines flushed normally. No blockages or leaks were observed. Performed per IFU statement "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A manual tug test confirmed the medial and proximal luer hubs were fully secured onto their respective extension lines. A device history record review was performed with no relevant findings. The report of an extension line leak was confirmed through complaint investigation. The distal extension line easily separated from the luer hub during visual inspection, indicating there was a hole present adjacent to the hub. It was noted that remains of the extension line were found within the luer hub. A CAPA has previously been initiated to address this issue. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.